Event description:
It was reported that the patient¿s implanted left ventricular (lv) lead demonstrated loss of capture and was found to be dislodged in the device pocket. Additionally, the right ventricular (rv) lead exhibited high, in-range pacing impedance. Both the lv and rv leads were explanted, and a new rv lead was implanted on (B)(6) 2026. The patient remained in stable condition.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in two portions for analysis. Final analysis didn¿t find any anomalies except for procedural damage.